Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of inflammation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of inflammation as follows: undesirable effects: "the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection."

Event description:
Healthcare professional reported after injection with unspecified juvederm ultra patient developed "lip inflammation." No medical or surgical intervention noted. Symptoms are ongoing.